Event description:
It was reported that the patient was not able to adjust stimulation. There was a ¿call your doctor" icon, a power on reset (por) condition was reported. The patient turned stimulation off at night and the morning prior to the reported they turned the stimulator on and it said por. The patient was guided through clearing the por code. After clearing the por the patient did not feel anything but then she turned stimulation back on and they felt stimulation. The issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).